Event description:
On (B)(4) 2012, the customer reported that venipuncture emergency room (ER) sample recovered discrepant high mean corpuscular volume (mcv) and hct without instrument generated messages from the coulter coulter lh 750 hematology analyzer station as compared to sample reruns and redrawn on (B)(4) 2012 which was considered correct. In addition, a difference was noted between original sample hgb result (15.7) and redrawn sample hgb result (14.8). The customer did not state the higher hgb results were discrepant. Another sample (same patient) was drawn on (B)(4) 2012 and run through instrument and reported mcv 95. First sample was removed from refrigerator and allowed to warm up and placed on rocker bed for approximately 10 minutes and rerun on instrument and mcv 95. Patient data are attached. Initial results were reported out and customer could not confirm if patient treatment was affected by results. The customer requesting to have mcv recovery verified on instrument due to single patient mcv erroneous results. Generated service call. A specific sample was drawn via venipuncture into a 3ml edta tube and sampled the same day. The unit is currently performing within qc specifications with respect to controls and reproducibility. Controls were run before the incident recovered within expected ranges. Raw data was collected and analysis is still pending.

Manufacturer narrative:
On (B)(4) 2012, a field service engineer (fse) inspected instrument, performed precision on instrument mcvs, cvs% no bigger then .4 well with in bci specs. Performed background checks which all passed and verified controls were within specification. The root cause of the event is unknown.